Manufacturer narrative:
The user facility in (B)(6), initially provided the event information to st. Jude medical on (B)(4), 2012. St. Jude medical notified (B)(4) on (B)(4) 2013. As the lot number of the device is unknown, the manufacturer date and model number cannot be determined. Attempts to gain additional information, have been unsuccessful. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported to merit medical systems, inc., "st. Jude medical product reporting was made aware of an adverse event on (B)(6) 2012, which occurred during device implantation on (B)(6) 2012 at (B)(6), USA, with physician (B)(6). The adverse event details state, "pt experienced pneumothorax. Pneumo was resolved at time of discharge." The information provided to st. Jude medical informed me that the cause of the pneumothorax was from an introducer from safe sheath, but the model and lot number of the introducer was not available. Please let us know if there are any further questions on this case."